Event description:
It was reported that a "flat colorless particle was found in the solution which was filtered prior to filling." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured between april 25, 2013 - april 26, 2013. The device was returned and is currently in the process of being evaluated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.